Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was submitted. The device was not returned for investigation. As a result, the root cause of the purge leak could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
A 40-year-old patient in the EU received hemodynamic support from an impella 5.5 heart pump during high-risk coronary artery bypass graft surgery and recovery thereafter. After three days, a purge fluid line leak occurred at the luer connector. The user was able to seal the leak with glue. The impella 5.5 then ran for another five days without any further problems until the patient was successfully weaned off the impella support.